Manufacturer narrative:
Please reference these cases for the same serial number product: patient identifier: (B)(6) for delivery inaccurate, adverse event and product problem; event date (B)(6) 2016. Patient identifier: (B)(6) for delivery inaccurate, adverse event; event date (B)(6) 2016.

Event description:
The patient alleged that the infusion device was delivering an inaccurate amount of insulin. At 4:00pm the patient had a blood glucose result of 400 mg/dl on the aviva combo system. The patient experienced elevated blood glucose symptoms of fatigue and confusion. The wife transported the patient to the hospital at 5:00pm. Upon arrival at the hospital the patients blood glucose was tested, but the patient could not recall the results. At the hospital the patient was treated with an IV of insulin and injections. The patient remained in the emergency room and was discharged at 12:00am. The infusion device was requested to be returned for product evaluation.